Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 350587 meets expectations. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot meets release specifications. The customer was reported to have lupus. The patient's sample may have interfered with the inratio test and cannot be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant low inratio value. (B)(6) 2015 inratio = 3.9, medication dosage decreased (exact amount unknown). (B)(6) 2015 lab = 12.0. Patient's therapeutic range 2 - 3. Patient self tester was admitted to the hospital on (B)(6) 2015 for an elevated inr, lab = 12.0. She was given vitamin k and iron, since her hemoglobin = 4. She was released on (B)(6) 2015. Patient stated doctors are unsure as to why her inr was so elevated. Her most previous result was taken on (B)(6) 2015 inratio = 3.9. Patient's warfarin dosage was decreased but does not recall to what amount exactly. Patient was unable to provide further information regarding hospitalization. No additional information provided.